Event description:
The customer reported that the bed to bed red alarm pop-ups were not being provided. Patient involvement was unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the bed to bed red alarm pop-ups were not being provided. Patient involvement is unknown. There was no report of patient or user harm.